Event description:
It was reported that the patient was experiencing an inadequate stimulation despite program optimization and also has charging issues. The patient had a cervical injection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.